Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit will not power on. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer(fse) upon arrival on site, he found device found to be partially removed from the cart. Device was reseated properly into the cart to resolve reported issues.calibrations, functional testing, and safety testing all passed per factory specifications.device returned to customer.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not power on. There was no reported injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.